Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit did not pass test, died at 90 minutes. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional point of contact. Name: (B)(6). Occupation: other healthcare professional. A getinge field service engineer (fse) reported that while performing complete preventive maintenance with installation of new safety disk and 9v battery. Ran battery test and did not pas, unit died at 90 minutes, replaced battery ((B)(6)). When new batteries were installed, now unit is not charging them. Once batteries fully charged, ran test, all ok. Completed pm. Returned for clinical service upon completion.